Event description:
It was reported the customer had a button error alarm after the insulin pump went through the washing machine. The customer's blood glucose was unknown. The customer also reported their infusion set became detached from their body. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.